Manufacturer narrative:
Continued e1 (phone no): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of ptosis and deformity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ptosis and deformity.

Event description:
Healthcare professional reported "right side: secondary sagging, waterfall symptom." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported "right side: secondary sagging, waterfall symptom." The device has been explanted and replaced.